Manufacturer narrative:
One photo and one video were provided for analysis. The provided images depicted a hair within the cassette, however the hair was determined to be outside the fluid path, therefore the complaint was considered not confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that a particle was identified in one of the units during a 100% visual inspection. There was no report of patient involvement.